Event description:
It was reported that the patient presented remotely via merlin. Net. Review of transmission revealed that the pacemaker was exhibiting inappropriate mode switch, pacemaker mediated tachycardia, and varying capture threshold. No changes or intervention was reported. There were no patient consequences.